Event description:
Plaintiff reports initial bilateral implantation of his mother's implant's 9/26/75, with replacement in 1983. Plaintiff alleges physical pain, impairment, and suffering due to implants of his mother. Mother has not filed lawsuit or claims.